Manufacturer narrative:
(B)(4). Devices have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt experienced symptoms of withdrawal. There was a suspected catheter malfunction. The pump and catheter were replaced; the pump was replaced prophylactically to avoid in-vivo battery depletion. The pt recovered without sequela. The device system was used to deliver lioresal.